Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had motor error alarm it was occurred more than once. Blood glucose was 300 mg/dl. Customer reported that insulin pump was not delivering insulin. Drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.